Event description:
It was reported by the rep the device was used during a hemicolectomy. It was reported the clip applier would not properly form clips when handle was squeezed. They used weck clips and applier to finish the case. There was no consequence to the pt.